Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set crimped event on 23-oct-2024. Event was occurred within 3 or more hours after insertion. The insertion site was at abdomen. Blood glucose level was 500 mg/dl at the time of the event. Therefore, patient took correction bolus via the pump for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.